Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reports that when the temperature gets over 80 degrees, her wafer adheres so much to her skin that she has difficulty removing it and as a result she strips her skin. She reports having a raw area toward the right of her stoma measuring approximately 25mm from where she stripped her skin. She said she also feels a burning sensation to her peristomal skin from the wafer adhering so much to her skin. No further details have been provided.